Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a bifurcated afx2, an infrarenal afx, and suprarenal afx devices on (B)(6) 2019. The final angiogram showed that the type ia endoleak was sealed, and the patient tolerated the procedure well. In addition, clinical assessment confirmed that the patient had an off-label neck anatomy at the initial case, and that the proximal extension was oversized. This report is only for the proximal extension (vela suprarenal). Reference MFR. Report # 2031527-2019-00050 for the report to the bifurcated stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type ia endoleak and a secondary endovascular procedure. The type ia endoleak is most likely user-related due to the off-label neck anatomy. The clinical assessment also determined that there was evidence to reasonably suggest sac growth and type iiia mid-aortic endoleak occurred that were not included in the event as reported. The sac growth and type iiia endoleak were most likely user-related due to the off-label treatment range of an oversized proximal extension. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. Device code - remove 1068. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, a type ia endoleak was detected during routine follow-up CT. The physician plans to re-intervene and surgery is scheduled for (B)(6) 2019. There have been no additional patient sequelae reported. This report is only for the cuff (vela suprarenal). A separate report will be filed for the main body.